Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise on the rate/sense (r/s) and shock channels. The patient was pacemaker dependent. The noise resulted in rv pacing inhibition for a few seconds and the patient had a syncopal episode. The device had charged but then diverted. The noise could not be reproduced. It was thought that the noise may have been due to environmental stimuli. An attempt was made to implant a new r/s lead but due to anatomical difficulties this could not be done. The leads were disconnected from the device and reconnected to ensure that the set screws were set properly. The device was reprogrammed to least sensitivity and the patient will be followed closely. Another attempt to place a new r/s lead may be done if the noise recurrs. Boston scientific received information that a similar episode occured on this transvenous lead with a new cardiac resynchronization therapy defibrillator (crt-d) more than three years after original event. During the recent episode, noise was recorded on this right ventricular lead, which resulted in non-sustained ventricular episodes, patient symptoms like lightheadedness, and pacing inhibition resulting in two seconds of asystole. The noise could be reproduced on the atrial and shock channels, however not on the ventricular channel. All lead diagnostics were noted to be normal and within range. It was noted that the patient had also experienced hypotension which may have also contributed to the symptoms. Additional information was received that surgical intervention was performed to explant and replace this right ventricular lead due to continued noise. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.